Manufacturer narrative:
Device history record review: manufacturing location: (B)(4)- manufacturing date: january 11, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth and weight are unknown. The exact date of device breakage is unknown. The original implant procedure was performed on (B)(6) 2012 at (B)(6) hospital. The explant/revision procedure was performed on (B)(6) 2016 at (B)(6) hospital. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The plate breakage was captured as a serious injury/ reportable malfunction since it cannot be ruled out at the time of this review that the plate did not break prior to the revision surgery and is not related to the reported pain and dissatisfaction. If further information becomes available that the plate broke during the explanation of the device, then this determination will need to be re-reviewed investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: january 11, 2011. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that based on pictures received from complaint that was reported on (B)(4) on 12july 2016, it was identified that the plate was broken into two pieces. It is unknown when the breakage occurred. Follow up was attempted to determine if the break occurred prior to the revision procedure or if the plate breakage occurred while the plate was being explanted during the revision surgery. No further information is available at this time. This complaint involves one part. This report is 1 of 1 for (B)(4).